Event description:
Reported issue: urine will not go into the bags. No reported injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample has yet been received at our facility for evaluation. In the absence of a sample, a representative sample was obtained. After checking and testing the representative sample, it can drain and be used normally. The production processes were also reviewed, no abnormalities found, and parameters meet requirements of process card and verification documents. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: urine will not go into the bags. No reported injury.